Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph 25mg/ml, dose not reported via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient post op presented to the clinic with altered mental status. A CT scan was performed and showed a perforated bowel. The environmental, external or patient factors that may have led or contributed to the issue was noted as the patient had ¿very meaty back and thin abdominal area¿. The patient also had a history of multiple previous surgeries. The diagnostics and troubleshooting performed was reported as pump interrogation and CT scan. The actions/interventions taken to resolve the issue was the patient was taken emergently to surgery for bowel re-section and reconnection. A section of colon was removed and re-attached. The pump and the catheter were removed by the on-call physician. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, with injury being described as while passing the catheter to the pump pocket the ascending colon was perforated. No further patient complications reported.